Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in the shock impedance since implant from 75 ohms to 155 ohms, which is still within normal range. It was also mentioned that the day after this s-ICD system was implanted, the electrode had to be repositioned as it had moved from its position. Further review from technical services (ts) indicated the signals remain artefact free and there is a history of high system impedance with this patient, however, it does not necessarily indicate a system placement issue. Further recommendations were provided. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
B5 field describe event or problem was updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in the shock impedance since implant from 75 ohms to 155 ohms, which is still within normal range. It was also mentioned that the day after this s-ICD system was implanted, the electrode had to be repositioned as it had moved from its position. Further review from technical services (ts) indicated the signals remain artefact free and there is a history of high system impedance with this patient, however, it does not necessarily indicate a system placement issue. In addition, ts indicates that a review of the logfile data shows the impedance has been around 140 and 150 ohms and remains quite stable. Further recommendations were provided. The s-ICD system remains in service. No adverse patient effects were reported.